Event description:
It was reported that the battery remaining in this device has decreased from 67% in april down to 16% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion is suspected. The system was programmed off and the device remains implanted. There were no adverse patient effects.